Event description:
Allergan representative reported receiving a report from the physician who noted that after injection with three (3) syringes of juvederm ultra in the "lacrimal grooves, mallars, lips and nasolabial folds", patient experienced "intense edema reactions and hyperemia on the left hemiface, being more intense on the distal regions of the nasolabial fold and lower mallar" one week later. In addition, patient "lost a nevus that she had next to application." Patient was treated with "cefalexin during 7 days and made an application of diprosan intramuscularly." Patient improved partially but received an additional treatment of "an injection of diprosan and prescribed nonsteroidal anti-inflammatory."

Manufacturer narrative:
(B)(4).